Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The device was found out of specifications for reasons unrelated to the reported event. The reported condition was verified. The device was found in specification in relation to the reported nuisance air in line alarms which were not reproduced. Air in line alarms were verified through a review of the event history log (ehl) however the ehl does not differentiate between true and false alarms and the results of the device evaluation do not indicate the air in line alarms were false. Evaluation found the device to operate as designed and no corrective action was required. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump displayed air in line alarms. There was no report of patient injury or medical intervention associated with this event. No additional information is available.